Manufacturer narrative:
Product is not available to stryker for investigation. It was explanted and discarded by facility. Although we don't have access to the device, an investigation will take place and be included in a follow up report.

Event description:
Fax sent on 1/12/09 from (B)(6) stated that (B)(6) did get an infection and had implant removed on (B)(6), 2008.